Manufacturer narrative:
No issues were identified with the complaint kit lot during the kit of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in the us alleged discrepant sars-cov-2, flu a, and flu b results for a patient sample tested with the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (lot 00803z). Initial results were positive for all three targets. Upon repeat testing, originally invalid results were generated followed by negative results. Testing was performed on three different cobas liat analyzers (serial ids (B)(4)). No data was provided although requested. It was noted that the negative results were reported, the patient was not treated for sars-cov-2 or flu, and there was no harm or injury to the patient. It was reported that the customer cleaned their cobas liat analyzer (serial ID not provided) and has not had any additional issues.